Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549528, exp date 03/31/2008). Reference medwatch report with a1 patient for the suspect device used in system 1.

Event description:
Customer states patient reportedly received result of hi (greater than 600 mg/dl) on the gts advantage system and 188 mg/dl on a lab value within 10 minutes (two gts advantage systems were used during the comparison; it is unknown which system produced the discrepant result). No adverse event reported. Requested return of suspect device and replacement was sent.